Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing came apart just below one of the luer connections (clearlink) on a clearlink system continu-flo solution set without any undue force. This occurred during priming with saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h11: the device was received for evaluation. A visual inspection was performed, and a separation between the assembly of the tubing and the first y-site clearlink was observed. There is a lack of solvent at the tubing. The solvent was not applied in all the circumference of the tubing. Dimensional testing of the tubing and clearlink y-site was performed, and the components were within product specifications. The reported condition was verified. The cause was determined to be due to lack of solvent on the tubing during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.